Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) the label was missing information. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported 3 boxes missing the expery date info. The boxes were found in her home closet unopened. Pharmacy label from year 2007 lot # 6251935 catalog# 320109 date of event: (B)(6) 2023 sample status discard.

Manufacturer narrative:
D.4. Medical device lot #: 6251935 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.